Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: something was wrong with the handle, did not pump as normal. Only one row of staplers in each side of the knife, some half open staplers left in the stomach. The surgeon took care of it, another instrument was used and they finished the surgery. New relap surgery needed due to stapler bleeding, probably because of the incident. Unfortunately the instrument was discarded. The patient lost approx 1000 cc blood during the surgery. The time of surgery was not prolonged but re surgery needed the next day due to staple row bleeding.